Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual, functional and dimensional analysis could not be performed as the device was not returned. Complaint history review of the catalog number was performed, and no similar complaints were identified. Excessive torsional loading may have compromised the integrity of the screw. However, as the device was not available, we were unable to determine the root cause conclusively. H3 other text : status and location of the device is currently unknown.

Event description:
This report summarizes one malfunction event where during screw insertion into the pedicle, a yukon oct polyaxial screw broke along the screw's shank. The threaded shank was removed and a new screw was inserted. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigation.

Event description:
This report summarizes one malfunction event where during screw insertion into the pedicle, a yukon oct polyaxial screw broke along the screw's shank. The threaded shank was removed and a new screw was inserted. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.